Manufacturer narrative:
Due to there being no repairs available for the spectrum smart cable the customer was advised to replace their spectrum smart cable. The customer declined to have their device returned for evaluation and disposal. At this time, the cause of the reported issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, the image would disappear intermittently. The procedure was completed using a backup device, which was made available in an unspecified amount of time. No harm to the patient, or user was reported.